Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced multiple parts to resolve the customer's issue. The fse replaced the: aspirate probes, main pipettor; and, roller tubing. After this the fse ran a wash buffer and access accutni+3 precision run and system check and quality controls (qcs), all results were within specification. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access immunoassay instrument (serial number (B)(4)). The initial result was generated on the laboratory's access 2 immunoassay instrument (serial (B)(4)) on (B)(6) 2016. A repeat of the same sample, on the same instrument, the following day generated a result within the normal reference range of the assay. The same sample was repeated on the laboratory's alternative unicel dxi 600 access immunoassay instrument (serial (B)(4)) and again results within the normal reference range of the assay were generated. The initial elevated access accutni+3 result was reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The sample was collected in a plasma gel tube and it was spun at an unknown speed for six (6) minutes. Customer reported no visible issues with the integrity of the sample. The customer stated that their quality control (qc) had started to recover higher than normal but were still within specification. The customer stated they were having issues getting the washed portion of the system check to pass, the customer provided system check data for before and after the event and all results were within specification. The customer performed a fifteen (15) replicate precision run after the event and results were out of specification. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.